Event description:
The doctor was performing a right knee injection on a 63-year-old female and claimed the patient developed septic arthritis after performance. The doctor stated this has never happened previously. No other information is available.